Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed to correct information in b2 and to provide additional information in b5, h6, and h10. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.